Event description:
Note: the event date is not known. It was reported to boston scientific that a mid urethral sling procedure was performed on a female patient (age and weight unknown) done a year ago (specific date unknown) and it was reported to be successful. The pt saw the physician again because she could feel something in her vagina. During the visit, the physician indicated that a piece of the blue centering tab had not been removed and now it is eroding through the vagina. An appointment was scheduled to remove the material from the pt. The physician stated that she performed a procedure in late 2008, under general anesthesia to remove the blue centering tab. The tab was approx 1cm by 1cm, and was obviously a remnant of the blue centering tab. She guessed that during the procedure, it must have fallen into the paravaginal space where the dissection was performed or was in the dissection area, as she hadn't seen it during the procedure. There was no sign of infection when she incised the material, and she simply overlayed the area with mucosa and suture. The patient is doing fine and she doesn't anticipate there to be any more problems.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant reported that the device will not be returned for evaluation as the suspect device remains implanted in the patient. A device evaluation cannot be performed. We are not able at this time to determine the relationship between this device and the cause for this event.